Event description:
A patient reported that they previously had an ans device and that they experienced muscle spasms in their legs, feet and abdominal area. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).